Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review was carried out using the lot and part numbers provided, there have been no further complaints reported with this failure mode in the past three years. The devices were intended for use in treatment. As no samples were returned, a product evaluation could not be carried out. The reported issue may be caused by a raw material issue. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that so far the customer has opened 7 packages in a box of infusion set iv3000 and found the tegaderm tape between the layers of the liner to be missing. The 8th one had tegaderm, but it was not affixed to the liner properly.